Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the material on the lid was adhesive from the packaging and that there was no risk to the patient as it is bio- compatible. This complaint is reassessed as not reportable, as this is not a malfunction that is likely to lead to a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening there was an unknown substance within the sterile packaged product. This substance was found on a plastic retaining piece of packaging.